Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified left common iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.